Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus europe (B)(4) for evaluation. The service department of olympus europe (B)(4) checked but could not duplicate the reported phenomenon. It had been run the test with the subject device on for more than 4 hours, there were no problems. It was found the socket damage of the subject device and olympus europe (B)(4) recommended its replacement. The socket sometimes makes the problems by the connecter blocking. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was repeatedly failed during the unspecified procedure. Moreover the image of the subject device remained a black screen and was needed to restart to restore.there was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the report from the service department of olympus europe se & co. Kg (oekg), omsc determined that the reported phenomenon was caused by the damaged socket of the subject device. The damaged socket might have occurred because the user applied load to the socket part, and it made the connection unstable then image of the subject device might have become dark. If additional information becomes available, this report will be supplemented.